Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and three of its posterior struts perforated the vena cava wall and one of which extends into the adjacent vertebral body . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Subsequent post procedure venogram revealed, two upper arms of the filter extending into the right renal vein. The patient also recommended for repositioning or removal of filter in two weeks. Approximately five years post filter deployment, CT revealed ivc filter with three of its posterior tines extending out of the vena cava wall, one of which extends into the adjacent vertebral body by several millimeters. Approximately a year later, patient presented with back pain and abdominal pain. Subsequent CT revealed, one of the ivc filter tine extending into the l3 vertebral body with no evidence of acute fracture. Therefore, the investigation is confirmed for perforation of the ivc and positioning issue. However, the investigation is inconclusive for alleged filter tilt.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years post filter deployment, CT revealed ivc filter with three of its posterior tines extending out of the vena cava wall, one of which extends into the adjacent vertebral body by several millimeters. Approximately a year later, patient presented with back pain and abdominal pain. Subsequent CT revealed, one of the ivc filter tine extending into the l3 vertebral body with no evidence of acute fracture. Therefore, the investigation is confirmed for perforation of the ivc and positioning issue. However, the investigation is inconclusive for alleged filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and three of its posterior struts perforated the vena cava wall and one of which extends into the adjacent vertebral body . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and three of its posterior struts perforated the vena cava wall and one of which extends into the adjacent vertebral body . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced back pain; however, the current status of the patient is unknown.